Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer determined that a vacuum tube in the rinse assembly was leaking. A dried white substance was found on top of the reaction cells and under the cell covers. The vacuum tubing was repaired. Mechanism and photometer checks passed. Precision studies recovered within guidelines. Controls run for precision studies recovered within range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 6000 c 501 analyzer. The sample initially resulted in a creatinine value of 0.8 mg/dl. The initial value was reported outside of the laboratory. The initial value was questioned due to delta checks performed in the customer's laboratory information system. The sample was repeated, resulting in a creatinine value of 3.3 mg/dl with a data flag. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.